Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen developed a central crack radiating outward, after which the screen became intermittently unresponsive and required repeated taps and swipes to unlock, consistent with a device fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.